Manufacturer narrative:
Reference (B)(4). Customer asked to provide follow up information regarding incident and return of device on july 16 and july 26, 2019. Customer provided update that product is expected to be returned, no injury or additional adverse consequences to patient.

Event description:
Catheter gave different waveform readings after implantation.